Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation. The reported issue of electric shock could not be confirmed in the logs and was not duplicated during the evaluation. Device worked like intended. A cause for the reported issue of electric shock was undetermined. Device was tested using multimeter, and no electricity was found on device housing. Device and service history reviews revealed that no issues were identified that may have contributed to the reported problem. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Power supply has changed due to preventive activity.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The device has been reported to be available for evaluation and has been requested. A follow-up report will be filed should additional information become available.

Event description:
A nurse contacted baxter's to report that the patient experienced a slight electric shock when they went to turn on the homechoice (hc) machine. The nurse explained that the "machine was damaged by airline whilst patient was on holiday. Pro card reader case was cracked and patient got a slight electric shock when they went to turn on machine. Patient was not harmed and is ok". The technical service representative (tsr) arranged a swap of the hc device. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.